Manufacturer narrative:
The specimen was collected in a 5ml hemogard, evacuated tube, and were stored at room temperature. Qc run before the event recovered within acceptable limits. A field service engineer (fse) verified reproducibility in secondary mode and mode to mode results using patient sample and 5c controls. Results met published performance specifications. Root cause for this event is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high red blood count (rbc), hemoglobin (hgb), hematocrit (hct), and falsely low platelet (plt) results generated by the coulter lh 750 analyzer for one patient. The results were reported out of the lab. A repeat of the original sample gave lower results for rbc, hgb, hct, and higher results for plt. Some results were flagged with lab limits with "h" flags. There was no death, injury or effect to patient treatment associated with this event.